Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon felt non-intuitive motion when controlling the patient side manipulator 3 (psm3). The customer stated that the instrument wrist was intermittently not following the surgeon's control. The technical service engineer (tse) had the customer reseat the instrument on the psm3 but the issue remained. The customer noted that the psm3 was set to the right master tool manipulator (mtmr) and that they had no issues when controlling the psm1. The tse had the customer set the psm3 to the mtml and there was no issue experienced. The customer was unable to troubleshoot further. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Field engineer (fe) reviewed the error list and found no related error point to patient side manipulator 3 (psm 3). Fe checked the cable tension and psm insertion and all axis, it was normal. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.